Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment of interrogation difficulty. Analysis did note that the stylus touch pen did fail to calibrate and it was therefore replaced and calibrated with the touch screen and the hard drive health was found to be less than 100% and the hard drive was replaced, reimaged and reconfigured and an updated software version was loaded. The programmer then passed all functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was unable to interrogate implantable cardiac monitor (icm) devices. It was noted that switching out the programmer head did not resolve the issue. The programmer has been returned for repair and calibration. No patient complications have been reported as a result of this event.